Event description:
Reportedly, on the first sealing, a small amount of bleeding occurred (less than 100cc). Several trials were made to completely seal the tissue with no success. The surgeon replaced the generator and tried again with the same ligasure v handpiece, but it could not be used properly. Exchanged for another ligasure v handpiece, it worked properly. Procedure: ladg - lap assisted distal gastrectomy.